Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneous troponin (accutni) result in the normal reference range and a ckmb result below the normal reference range generated by the access 2 immunoassay system from one patient's sample. The accutni result was reported out of the lab. Repeat testing resulted within the risk stratification range for accutni and within the normal reference range for ckmb. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples 1/1, 1/2, and 1/4 are lithium heparin plasma and samples 1/3 and 1/5 are serum with a gel barrier. All samples were centrifuged at 3,500 rpm for 4 minutes. Qc was within the customer's established ranges prior to the event. Accutni qc showed imprecision at approximately 7:30 on (B)(4) 2010 after the erroneous results. A system check was performed on (B)(4) 2010 and met specifications. A field service engineer (fse) was dispatched: the fse verified pipettor alignments and inspected dispense probes. The fse replaced aspirate probes and rebuilt the precision pump. The dispense probe in the #5 position in the wash arm had a bent barbed fitting and the tubing was crimped. The fse replaced the fitting and the tubing. A diagnostic test was performed and met specifications. Five repetitions of each of the three levels of qc showed good precision. Although hardware issues were addressed and the erroneous results were isolated to one sample, no clear root cause could be determined for this event.